Manufacturer narrative:
The device was returned due to an anomaly with the hv lead impedance. The anomaly could not be reproduced. The cause of the anomaly could not be determined.

Event description:
It was reported that high, out of range, hv lead impedance was noted. The device was explanted and replaced. No adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4).